Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
While preparing for use, the hd 3cmos autoclavable camera head did not function due to a faulty connection and an error displayed after it was plugged in. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated. Error code e311 and twisted cable wire were found. Based on the results of the investigation, an image was not displayed due to faulty cable. The cause of why the cable was faulty could not be identified. Olympus will continue to monitor field performance for this device.